Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The report indicated, approximately eight weeks post open-heart surgery and two years six months post implantable cardioverter defibrillator implant procedure, the patient complained of not feeling well with dizziness. Consequently, the patient made a visit to physician's office. It was noted that the medtronic representative had programmed the defibrillator, at time of implant, to "40" and it should have been programmed to "60." The physician had discussion with the hospital representative where the defibrillator was implanted and informed that the medtronic representative (as believed) incorrectly programmed the patient's defibrillator. However, the device was reprogrammed, and the patient reports doing better thereafter. No patient complications have been reported as a result of this event.